Manufacturer narrative:
Belated evaluation and reporting of this complaint was done during retrospective review as part of CAPA 20-0074 corrective action 6. The device was not returned for investigation. Analysis of complaint history data showed no indication for a systematic issue. There is no conclusion available as the device will not be returned for investigation. The event is filed under internal karl storz complaint ID (B)(4).

Event description:
It was reported that there was event with a clickline insert. According to the information received, after a laparoscopic surgery, the customer found a screw was dismantled from the jaw and fell in situ. The screw was too small, so it wasn´t showed up on x-ray. No patient harm was reported. Screw was left in situ. No additional information provided.